Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7 mm vticmo13.7 implantable collamer lens - -16.00/25/133 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens remains implanted. The patient experienced excessive vaulting, elevated iop (without pupil block and angle closure), significant reduction of irido-corneal angles and glare/halos. The elevated iop was controlled with two glaucoma medications. Diplopia experienced in low light. The patient's post-op best corrected visual acuity was 20/20.

Manufacturer narrative:
The lens was returned in liquid in a lens case/vial. Visual inspection found no visible damage to lens. (B)(4). Method: work order search: one similar complaint was reported for units within the same lot. Corrected data: the reporter indicated that the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -16.00/2.5/133 diopter, in the patient's left eye (os) on (B)(6) 2016. The patient experienced excessive vaulting, elevated intraocular pressure (iop) (without pupil block and angle closure), significant reduction of irido-corneal angles, and glares/haloes. Diploplia was also experienced in low light. The elevated iop was controlled with two glaucoma medications. The lens was exchanged on (B)(6) 2016 for a shorter lens of a different diopter and the problem was resolved. As of (B)(6) 2016, patient's post-op best-corrected and uncorrected visual acuities were 20/20. (B)(4).

Manufacturer narrative:
(B)(4).